Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal left main artery. Pre-dilatation was performed and the 2.75 x 15 mm vision stent delivery system (sds) was advanced and inflated at the target lesion; however, difficulty was noted while inflating the sds balloon. The stent was deployed successfully at 14 atmospheres (atm), but during deflation, the sds balloon would not fully deflate. A hand syringe was used in an attempt to deflate the balloon, but the balloon did not fully deflate. The guiding catheter was advanced further to the proximal portion of the sds balloon and the partially inflated balloon was removed through the guiding catheter. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper. Guide cath: 6f.cls3 mach 1. Rhv: abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted blood and contrast visible in the inflation lumen consistent with preparation and a separation while in the patient anatomy. The balloon was loosely folded. The balloon was separated at the proximal seal and inverted over the tip. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). There were multiple bends in the entire length of the hypotube. Difficulty inflating/deflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. It is possible the noted bends in the hypotube contributed to the difficulties inflating and deflating the balloon because the inflation contrast travels in the hypotube down to the inflation lumen to the balloon. If the shaft is kinked or bent this could obstruct the flow of contrast into the inflation lumen and balloon and result in a difficulty or failure to inflate/deflate the balloon however this could not be confirmed. The noted separation of the balloon likely occurred after the inflation/deflation difficulties as the balloon was fully inflated to successfully deploy the stent. As the balloon was unable to deflate, it was reported the guiding catheter was advanced to the proximal end of the partially inflated balloon and removed; therefore it is possible that as resistance was encountered in the attempts to remove the partially inflated balloon, an interaction with the guiding catheter could have contributed to the balloon separating and inverting over the tip. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.